Manufacturer narrative:
Date sent to the FDA: 02/25/2020 additional information: d3,g1,g2 corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient had partial excision surgery on (B)(6) 2013 during which the surgeon noted a portion of the mesh was underneath the very thin and attenuated fascia which was removed. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.